Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, during ivtm treatment of a male patient for hypothermia, the quattro catheter was placed on the patient's right femoral vein. The catheter insertion was smooth and the procedure was performed by an experienced physician. On day 3, the user noticed blood in the suk tubing during maintenance phase, the saline bag was low and the thermogard xp ivtm system generated air trap alarm. The user noticed leak from the balloons of the catheter. The actual set point on console and the desired target temperature for patient was 33°c at max rate. No separate catheter was used for central line. The therapy has been stopped and no patient harm was reported. The user had no further issues with the console and the system performed without any issue while treating other patient's after this incident. Adjunctive temperature management was performed and the type was bair hugger. No known impact or consequence to patient information was available.